Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net remote transmission that the right ventricular lead exhibited oversensing. Then once the patient was interrogated in the emergency room, the implantable cardioverter defibrillator was found to be exhibiting myopotential oversensing. Programming changes were made and the patient was stable throughout.